Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the foreign material was likely caused by known inherent risk; however, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had foreign objects in the air water cylinder (aw cylinder) and the air water tube (aw tube). There were no reports of patient involvement.